Event description:
The consumer stated that she used two tampons and they came apart upon removal. She is planning to visit her doctor to ensure there are no remaining pieces.

Manufacturer narrative:
Device history record is in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.